Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge change error while loading a cartridge. Another cartridge was attempted to be loaded and the error reoccurred. The customer's blood glucose (bg) level was 300 mg/dl and a correction bolus was delivered to address the bg level. The customer reverted to using insulin injections for insulin therapy.